Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to an unrelated procedure, it was noted the patient experienced a thrombus formation on the right atrial (ra) lead. The lead was explanted and replaced so that the thrombus could be removed. No further patient complications have been reported as a result of this event.